Event description:
Philips received a complaint from a customer that the system hangs up immediately after performing a procedure. Since the procedure was a stent deployment, the customer will repeat the study to ensure the deployment was successfully.

Manufacturer narrative:
Pr #: (B)(4). When the investigation is completed, a follow up report will be sent to the FDA.